Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has to lay on their side when recharging and it becomes painful. The patient stated that it has always been painful. The patient mentioned that the first month the therapy helped them walk, but since they can't walk and are in pain. The patient stated that they can't eat as they can't get out of the house to get food. The patient also mentioned that they charged for 7 hours and it still wasn't full. The patient wanted to move up their appointment, but their healthcare provider (hcp) didn't care to move it up. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after their meeting with the manufacturer's representative (rep) and they upped the stimulation as the pain increased. The patient stated that they "can't see straight". The patient noted that they use a walker and are taking vicodin for the pain that is generally worse in the morning. The patient stated that they left a message with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017, a manufacturer representative (rep) reprogrammed the settings because the patient was having a lot of pain. The patient also reported that the stimulation from the implantable neurostimulator (ins) kept going out and they were unable to walk. It was noted that the patient woke up on the day of the report ((B)(6) 2017) without feeling the stimulation after she fully recharged the ins the night before. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having a lot of problems with the device. She stated that it bothers her when charging, and she gets a picture with health care provider and looks like he¿s got a thermometer or something (clarified to mean the implantable neurostimulator recharger too hot screen). When the patient sees the picture, she puts it away. The patient was not interested in troubleshooting, and she was thinking that she was going to have it taken out. For about a month, the patient was spending 5 hours a night charging, and it still does not come to the full charge. She doesn¿t have that kind of time and it hurts worse after charging. The patient has also not had pain relief since implant. The patient walks like an ¿invalid¿ and uses a walker. She also noted that starting in (B)(6) of 2017, the implantable neurostimulator pocket has started to sting and seems loose. She has met with manufacturer representatives for reprogramming; however, the adjustments did not work at all. After the last manufacturer representative reprogrammed her, she was in so much pain that she could not walk at all. There were no further complications reported.